Event description:
Per the customer, while navigating with a scopis product, the device was clearly inaccurate in the left maxillary sinus. The surgeon pointed this out and re-registered the patient to .45. The problem continued and a backup device was used. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, while navigating with a scopis product, the device was clearly inaccurate in the left maxillary sinus. The surgeon pointed this out and re-registered the patient to .45. The problem continued and a backup device was used. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.